Event description:
It was reported a decrease in sensing amplitude was observed. The lead was capped and replaced. The patient condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.